Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported atrial perforation could not be conclusively determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on july 15, 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 1. The following day, due to rising lactate and the thought of cardiogenic shock, the patient ended up in the intensive care unit (ICU). Iatrogenic shock was performed to treat the cardiogenic shock. For additional treatment, the patient was intubated, an impella heart pump was placed, and an atrial septal defect (asd) closure device was implanted to help with the left to right shunting.